Event description:
Pt reports noisy pump. Pt reports sometimes it is hard to wind knob and get black tab at end of track. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: cuvitru 20% - 25mg. Did pt miss a dose or have an interruption to therapy? Unknown; did adverse event(s) result due to product issue? Unknown: did pharmacy replace device? Yes, is device associated with event available for return? Unknown. Diagnosis for use: other common variable immunodeficiencies.